Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. The customer¿s blood glucose level was 430 mg/dl. The customer¿s other blood glucose level was 330 mg/dl, 250 mg/dl. Customer was doing an exercise when alarm occurred and insulin pump went black. The customer stated that they did not receive the low battery alert prior to the off no power alert and the new battery resolved the issue. The customer was treated with the manual injection. The customer stated that the insulin pump had no delivery alarm. The device will not be returned for the analysis.

Manufacturer narrative:
Insulin pump received with high stop current due to c13 voltage leak on interface board. Insulin pump passed displacement test, run current, self-test and off no power test.(B)(4).